Manufacturer narrative:
The customer reported that the device failed to power up when they went to use it on a patient. A second defibrillator was used to deliver therapy. There was no report of any negative impact to the patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to power up when they went to use it on a patient. A second defibrillator was used to deliver therapy. There was no report of any negative impact to the patient.